Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -8.0 into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2023 the lens was explanted due to excessive vault. That same day a shorter length lens was implanted however it is unclear if this was performed intraoperatively. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Correction: b5: on (B)(6) 2024 the lens was explanted due to excessive vault. Claim# (B)(4).